Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was doing well postoperatively. No device malfunction was suspected. It was also reported that the reason for ipg flip was unknown. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg flipped and was difficult to charge. It was noted that the ipg was shrinking and moving in the implant site. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg flipped and was difficult to charge. It was noted that the ipg was shrinking and moving in the implant site. The patient will undergo an ipg replacement procedure.